Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was going low and the pump was still delivering micro boluses. Customer also mentioned that he had changed the settings in the low alerts to 80 from 70. No harm requiring medical intervention was reported. The product will not be returned for analysis.